Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device, and the issue was not duplicated. However, he replaced the device just in case for preventative measures. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that while performing preventative maintenance, that the device was getting "oxygen device failed" alarm that occurred. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device, and the issue was not duplicated. However, he replaced the device just in case for preventative measures. The investigation is ongoing.